Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a sensor pairing issue when starting a new freestyle libre 3 plus sensor, with the system remaining in a pairing state until directed to toggle settings and rescan, after which a normal warm-up was displayed and the issue resolved. No adverse clinical symptoms reported. Outcomes included no impact to health and no medical intervention. User support included customer support troubleshooting and verification that the sensor initiated a standard warm-up following rescanning. Investigation of this case revealed that the pairing failure was transient and resolved by correct configuration and rescanning, indicating no device malfunction and no component failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup error.